Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter alleged shorter than expected battery life. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: a review of the pump black box data and alarm history indicated frequent replace battery alarms and low battery warnings. During investigation, the electrical current draws were found to be were within specifications. The complaint of a battery life issue was shown in the pump history but not duplicated during investigation. Unrelated to the original complaint, investigation revealed corrosion and a crack in the battery compartment. A leak test revealed a battery compartment leak. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.